Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included saliva secretion excessive, uterine leiomyoma, right lower quadrant pain, endometriosis, cervical dysplasia, cervicitis human papilloma virus, cervical incompetence, multigravida, bloating, urinary urgency, placenta previa, hyperemesis gravidarum, myoma and hemostasis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), incontinence ("incontinence"), nausea ("nausea"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (B)(6) 2017 bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone level abnormal, weight increased, incontinence, nausea, pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, incontinence, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: fragments of leiomyoma on (B)(6) 2017 pathology test was performed having result uterine nodule, biopsy: fragments of leiomyoma, benign right fallopian tube, salpingectomy: fallopian tube with complete cross sections and unremarkable fimbria/mucosa left fallopian tube with intact essure device salpingectomy : fallopian tube with complete gross sections, intact essure device and focal luminal fibrosis, unremarkable fimbria/mucosa. Peritoneal pocket endometriosis, biopsy : peritoneal soft tissue, negative for endometriosis in initial h&e section ,deeper histologic sections through the specimen block pending right uterine cornu / proximal tube biopsy : multiple fragments of benign uterine smooth muscle right side essure device (expant) removal : essure device . ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, nausea and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. From pfs events " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" are added. Patient, reporter and product information are added. Concomitant condition are added from medical record. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure device/ this was successful in removing the entire device, although it was in segments.') And device dislocation ('migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c and endometriosis. On (B)(6) 2017 pathology test was performed having result. Uterine nodule, biopsy: fragments of leiomyoma, benign right fallopian tube, salpingectomy: fallopian tube with complete cross sections and unremarkable fimbria/mucosa. Left fallopian tube with intact essure device salpingectomy: fallopian tube with complete gross sections, intact essure device and focal luminal fibrosis, unremarkable fimbria/mucosa. Peritoneal pocket endometriosis, biopsy : peritoneal soft tissue, negative for endometriosis in initial h&e section. Deeper histologic sections through the specimen block pending. Right uterine cornu / proximal tube biopsy : multiple fragments of benign uterine. Smooth muscle: right side essure device (expant) removal : essure device. Concurrent conditions included saliva secretion excessive, uterine leiomyoma, right lower quadrant pain, endometriosis, cervical dysplasia, cervicitis human papilloma virus, cervical incompetence, multigravida, bloating, urinary urgency, placenta previa, hyperemesis gravidarum, leiomyoma nos, hemostasis and perineal pain. Concomitant products included ciprofloxacin, ethinylestradiol;norgestrel (lo/ovral-28) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced perineal pain ("perineal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), micturition urgency ("urinary urgency") and pelvic pain ("pain"). In 2017, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced endometriosis ("endometriosis,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy and resection of endometriosis). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation, hormone level abnormal, weight increased, incontinence, nausea, perineal pain, dysmenorrhoea, uterine leiomyoma and endometriosis outcome was unknown and the dyspareunia, abdominal distension, micturition urgency and pelvic pain had resolved. The reporter considered abdominal distension, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hormone level abnormal, incontinence, micturition urgency, nausea, pelvic pain, perineal pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2012 1 coil on right and 1 coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: your essure confirmation test. He told me that one side was good and that the other side had coiled up around the essure coil. Pathology test - on (B)(6) 2017: results: fragments of leiomyoma. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhea, nausea, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 26-aug-2019: mr received: new event device breakage was added. Reporters and medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure device/ this was successful in removing the entire device, although it was in segments.') And device dislocation ('migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c and endometriosis. Concurrent conditions included saliva secretion excessive, uterine leiomyoma, right lower quadrant pain, endometriosis, cervical dysplasia, cervicitis human papilloma virus, cervical incompetence, multigravida, bloating, urinary urgency, placenta previa, hyperemesis gravidarum, leiomyoma nos, hemostasis and perineal pain. Concomitant products included ciprofloxacin, ethinylestradiol;norgestrel (lo/ovral) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), perineal pain ("perineal pain") and micturition urgency ("urinary urgency"). In 2017, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy, (B)(6) 2017 bilateral salpingectomy and resection of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, hormone level abnormal, weight increased, incontinence, nausea, perineal pain, uterine leiomyoma and endometriosis outcome was unknown and the pelvic pain, dyspareunia, abdominal distension and micturition urgency had resolved. The reporter considered abdominal distension, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hormone level abnormal, incontinence, micturition urgency, nausea, pelvic pain, perineal pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2012. 1 coil on right and 1 coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: he told me that one side was good and that the other side had coiled up around the essure coil. Pathology test - on (B)(6) 2017: results: fragments of leiomyoma. A. Uterine nodule, biopsy: fragments of leiomyoma, benign. B. Right fallopian tube, salpingectomy: fallopian tube with complete cross sections and unremarkable fimbria/mucosa. C. Left fallopian tube with intact essure device salpingectomy : fallopian tube with complete gross sections, intact essure device and focal luminal fibrosis, unremarkable fimbria/mucosa. D. Peritoneal pocket endometriosis, biopsy : peritoneal soft tissue, negative for endometriosis in initial h&e section deeper histologic sections through the specimen block pending. E. Right uterine cornu / proximal tube biopsy : multiple fragments of benign uterine smooth muscle. F. Right side essure device (expant) removal : essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhea, nausea, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure device/ this was successful in removing the entire device, although it was in segments.') And device dislocation ('migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c and endometriosis. Concurrent conditions included saliva secretion excessive, uterine leiomyoma, right lower quadrant pain, endometriosis, cervical dysplasia, cervicitis human papilloma virus, cervical incompetence, multigravida, bloating, urinary urgency, placenta previa, hyperemesis gravidarum, leiomyoma nos, hemostasis and perineal pain. Concomitant products included ciprofloxacin, ethinylestradiol;norgestrel (lo/ovral) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), perineal pain ("perineal pain") and micturition urgency ("urinary urgency"). In 2017, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy, (B)(6) 2017 bilateral salpingectomy and resection of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, hormone level abnormal, weight increased, incontinence, nausea, perineal pain, uterine leiomyoma and endometriosis outcome was unknown and the pelvic pain, dyspareunia, abdominal distension and micturition urgency had resolved. The reporter considered abdominal distension, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hormone level abnormal, incontinence, micturition urgency, nausea, pelvic pain, perineal pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012. 1 coil on right and 1 coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: he told me that one side was good and that the other side had coiled up around the essure coil. Pathology test: on (B)(6) 2017: results: fragments of leiomyoma. Uterine nodule, biopsy: fragments of leiomyoma, benign. Right fallopian tube, salpingectomy: fallopian tube with complete cross sections and unremarkable fimbria/mucosa. Left fallopian tube with intact essure device salpingectomy : fallopian tube with complete gross sections, intact essure device and focal luminal fibrosis, unremarkable fimbria/mucosa. Peritoneal pocket endometriosis, biopsy : peritoneal soft tissue, negative for endometriosis in initial h&e section ,deeper histologic sections through the specimen block pending. Right uterine cornu / proximal tube biopsy : multiple fragments of benign uterine smooth muscle. Right side essure device (expant) removal : essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhea, nausea, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: social media received. Malfunction was ticked on product and event tab. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. * on 27-03-2017 pathology test was performed having result a. Uterine nodule, biopsy: fragments of leiomyoma, benign b. Right fallopian tube, salpingectomy: fallopian tube with complete cross sections and unremarkable fimbria/mucosa c. Left fallopian tube with intact essure device salpingectomy : fallopian tube with complete gross sections, intact essure device and focal luminal fibrosis, unremarkable fimbria/mucosa. D. Peritoneal pocket endometriosis, biopsy : peritoneal soft tissue, negative for endometriosis in initial h&e section ,deeper histologic sections through the specimen block pending e. Right uterine cornu / proximal tube biopsy : multiple fragments of benign uterine smooth muscle f. Right side essure device (expant) removal : essure device. Concurrent conditions included saliva secretion excessive, uterine leiomyoma, right lower quadrant pain, endometriosis, cervical dysplasia, cervicitis human papilloma virus, cervical incompetence, multigravida, bloating, urinary urgency, placenta previa, hyperemesis gravidarum, leiomyoma nos and hemostasis. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced perineal pain ("perineal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), micturition urgency ("urinary urgency") and pelvic pain ("pain"). In 2017, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced endometriosis ("endometriosis,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy and resection of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone level abnormal, weight increased, incontinence, nausea, perineal pain, dysmenorrhoea, uterine leiomyoma and endometriosis outcome was unknown and the dyspareunia, abdominal distension, micturition urgency and pelvic pain had resolved. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hormone level abnormal, incontinence, micturition urgency, nausea, pelvic pain, perineal pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-mar-2013: unilateral occlusion(left tube occluded). He told me that one side was good and that the other side had coiled up around the essure coil. Pathology test - on (B)(6) 2017: results: fragments of leiomyoma. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhea, nausea and pelvic pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received- new events bloating, uterine fibroid, endometriosis, urinary urgency, perineal pain were added. Outcome of pelvic pain , dyspareunia updated to recovered / resolved. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure device/ this was successful in removing the entire device, although it was in segments.') And device dislocation ('migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c and endometriosis. Concurrent conditions included saliva secretion excessive, uterine leiomyoma, right lower quadrant pain, endometriosis, cervical dysplasia, cervicitis human papilloma virus, cervical incompetence, multigravida, bloating, urinary urgency, placenta previa, hyperemesis gravidarum, leiomyoma nos, hemostasis and perineal pain. Concomitant products included ciprofloxacin, ethinylestradiol;norgestrel (lo/ovral) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), perineal pain ("perineal pain") and micturition urgency ("urinary urgency"). In 2017, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), nausea ("nausea") and decreased appetite ("I could not eat") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("I lost 23 pounds."). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy, (B)(6) 2017 bilateral salpingectomy and resection of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, hormone level abnormal, weight increased, incontinence, nausea, perineal pain, uterine leiomyoma, endometriosis, weight decreased and decreased appetite outcome was unknown and the pelvic pain, dyspareunia, abdominal distension and micturition urgency had resolved. The reporter considered abdominal distension, decreased appetite, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hormone level abnormal, incontinence, micturition urgency, nausea, pelvic pain, perineal pain, uterine leiomyoma, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-( B)(6) 2012 1 coil on right and 1 coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: he told me that one side was good and that the other side had coiled up around the essure coil. Pathology test - on (B)(6) 2017: results: fragments of leiomyoma. Uterine nodule, biopsy: fragments of leiomyoma, benign. Right fallopian tube, salpingectomy: fallopian tube with complete cross sections and unremarkable fimbria/mucosa. Left fallopian tube with intact essure device salpingectomy : fallopian tube with complete gross sections, intact essure device and focal luminal fibrosis, unremarkable fimbria/mucosa. Peritoneal pocket endometriosis, biopsy : peritoneal soft tissue, negative for endometriosis in initial h&e section. ,deeper histologic sections through the specimen block pending right uterine cornu / proximal tube biopsy : multiple fragments of benign uterine smooth muscle. Right side essure device (expant) removal : essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhea, nausea, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Weight loss and I could not eat event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), incontinence ("incontinence"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone level abnormal, weight increased, incontinence, nausea and pelvic pain outcome was unknown. The reporter considered device dislocation, hormone level abnormal, incontinence, nausea, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.